Manufacturer narrative:
Age/date of birth: unknown/not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted, and it was observed the trailing haptic was bent. The lens was removed during the same-procedure. The incision was enlarged and required sutures to remove the lens. There was no other patient injury reported. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 6/17/2020. Device evaluation: a packaging box of an ar40e was received in june 17, 2020. There was inside the directions for use, some labels and an empty lens case. The lens however was not received, therefore product testing could not be performed. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.